Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a sac irregular burst. No pieces of the sac were missing. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. However the exact cause on how and when problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the catheter was inspected and found to have a hole on the balloon which allegedly caused fluids to leak out and the catheter to fall out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was inspected and found to have a hole on the balloon which allegedly caused fluids to leak out and the catheter to fall out of the patient.